Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported a radio frequency error alarm was received on the insulin pump. The customer's blood glucose was 140 mg/dl. During troubleshooting, a self test was performed and failed. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed radio frequency pic failed self-test during self-test due to faulty connector at radio frequency board. The device had minor scratches on the lcd window.